Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/16/2025, a distributor reported via email that an ar 2323bct-2 biocomposite swivelock suture anchor broke during use. While inserting the anchor into the pilot hole, using the correct punch, the surgeon observed that the eyelet of the anchor broke, rendering the device defective. No fragments remained in the patient. This incident occurred during a rotator cuff repair procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested on 10/22/2025.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 the complaint allegation is confirmed based on photographic evidence of a damaged ar-2323bct-2, batch 15454850. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, the event description, and any additional field input ¿ arthrex has determined the most likely cause of the reported failure. The most likely cause is attributed to use-related factors, including misaligned insertion, improper bone preparation, and/or prying or levering of the device during insertion, which likely resulted in excessive loading and subsequent device fracture.

Event description:
Additional information: an ar 2323bct-2 was used to complete the case. The surgery experienced a minor delay of approximately 5 minutes. However, no additional anesthesia was administered to the patient due to this delay. No adverse patient effects have been reported during or following the procedure in relation to this issue.